Manufacturer narrative:
Additional information: e1 h3 other text : device not available.

Event description:
The manufacturer sales representative reported that the handle broke in half at the user facility. No information was available regarding patient involvement, adverse consequences, surgical delay or medical intervention.

Event description:
The manufacturer sales representative reported that the handle broke in half at the user facility. No information was available regarding patient involvement, adverse consequences, surgical delay or medical intervention.